Event description:
The customer reported, a pads failure message in op-check.

Manufacturer narrative:
The customer reported, a pads failure message in op-check. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.